Manufacturer narrative:
(B)(4). Approximate age of device ¿ 34 days. The patient remains on lvad support with no further issues reported. A direct correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced complications of gastrointestinal bleeding on (B)(6) 2015 and presented on (B)(6) 2015 to the hospital. The patient's hematocrit and hemoglobin levels were reported to be below normal and the patient was hospitalized. The patient was transfused with a total of 14 units of packed red blood cells over a period of 8 days. The patient was subsequently discharged on (B)(6) 2015.